Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while trying to remove it from the holder, the product fractured at the shaft. The procedure was completed without complication or intervention.